Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 451 mg/dl and emergency medical services came due to low blood glucose of 42 mg/dl. The customer reported that they were treated with glucose tablets. Troubleshooting was performed. There was no device malfunction noted. The customer stated that they were wearing the insulin pump at the time of event. The device will not be returned for analysis.